Event description:
Pt had bilateral breast augmentation in 1973 with silicone gel implants, type unknown. She developed bilateral encapsulations. She desires to have the implants removed & replaced with saline inflatable implants.